Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one ionicrf¿ generator was received into the lab for analysis. Functional testing of the returned device confirmed user defined setpoint temperatures were successfully achieved on all ports with no error messages displayed. Both temperature and impedance feedback values were as anticipated for the testing performed. No error messages were observed during multiple radio frequency sessions.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities were reproduced.

Event description:
During an s1-s3 ablation procedure, the temperature of the channel rose too slow and an error message was noted stating the electrode was in contact with bone. The procedure was unable to be completed due to this issue. There were no adverse patient consequences.